Event description:
The customer reported that the spo2 alarm was not generated when a patient's spo2 captured value fell outside of the preset spo2 alarm configuration limits.

Manufacturer narrative:
(B)(4). The customer reported that the spo2 alarm was not generated when a patient's spo2 captured value fell outside of the preset spo2 alarm configuration limits. Since this spo2 measurement and alarm is indicative of need for emergent care, a lack of alarm could resulted in delay in providing emergent care. Therefore, patient harm/injury is possible. Based on the available information provided by the customer, the spo2 alarm measurement alarm to on and the patient monitor did alarm when the patient's spo2 values fell outside of the spo2 configured parameter range product malfunction, so we will consider that there was no alarming (as would be expected with the spo2 alarms turned off). The available information does not support that there was any malfunction. Philips was informed that the alarms had been turned off during the patient's dinner time. Spo2 alarms are not captured within the diagnostic logs of either the bedside patient monitor or the central monitor if networked to it. Device labeling (instructions for use) adequately describes measurement numeric setup for alarms. The device remains in use at the customer site. No further investigation or action is warranted.